Event description:
It was reported that the bd alaris low sorbing extension set had a foreign matter inside of it. The following information was provided by the client: the was a hair inside the tubing set.

Manufacturer narrative:
Medwatch report #4600040000-2022-8006. Investigation summary: a complaint of hair being found on the tubing was received from the customer. No product or photo was returned by the customer. The customer complaint of foreign matter could not be verified due to the product not being returned for failure investigation. A device history record review for model 24301-0007t lot number 20015372 was performed. The search showed that a total of 7,683 units in 1 lot number was built on 07jan2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents.